Event description:
A surgeon reported an unexpected postoperative outcome following an intraocular lens (iol) implant surgery. The surgeon also reported, "on postoperative day one, the pt's vision was great and one week later the pt's vision was back to where it started." The surgeon indicated the pt was experiencing slipped axis refraction. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info by phone, fax, and mail. A completed questionnaire was not rec'd. (B)(4).